Manufacturer narrative:
(B)(4).

Event description:
A pump alarm was confirmed via telemetry. The alarm was due to zero ml reservoir volume being reached. It was noted that the pt had a seroma. They were not able to refill the pump. The pt felt the pump was not working. The physician intended to replace the pump and catheter. Upon retrieving the old catheter, the surgeon noticed that the catheter was broken off at the spine entry site. He elected not to retrieve the spinal segment from the intrathecal space. The old pump had been filled with saline. The surgeon placed a new pump and filled it with dilaudid 1 mg/ml starting at 0.1 mg/day. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.